Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was bleeding while inserting sensors, and customer received a sensor reading of 200 mg/dl while customer's blood glucose was over 400 mg/dl. The customer stated his infusion set cannula had been bloody and he was having issues with infusion sets. The customer was unable to perform troubleshooting for sensor reading discrepancies as he had already thrown away sensor. The product will not be returning for analysis.